Event description:
It was reported that the subject device had tear in the cable and had a slit in the insulation. The issue was identified during an unspecified procedure. There were no reports of patient harm. The "customer contact first name and customer contact last name" information was taken from the attachment. (B)(6) 2024.

Manufacturer narrative:
Follow up was made to gather additional information regarding the reported event, however, customer did not provided further information other done stating the "tear in the cable. There is a slit in the insulation". The device was returned to olympus for inspection and the reported issue was confirmed. Device evaluation found cut in cable and slit in insulation. Based on investigation findings, the reported issue was confirmed as damage cable (cut in cable with slit in insulation) was observed. The root cause of the damage cable could not be conclusively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.